Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (calcium very close to the lca) and procedural factors may have contributed to the aortic rupture and patient demise. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, the patient died from a complication of an annular rupture during a transfemoral procedure in the aortic position after deployment of a 29mm sapien valve. Per report, a pre-dilatation with a 25 mm edward¿s balloon was performed. The valve was implanted in a good high position. Initially the result looked good, but post valve deployment the patient experienced abrupt hypotension with extravasation of contrast noted above the annulus in the region of the posterior sinotubular junction (stj) and evidence of a pericardial collection; therefore, a pericardial drain from the subxiphisternal window was placed but it did not improve hypotension. An attempt was made to place another pericardial drain from the left ventricular apex (it was assumed that the first was placed within the rv); however, the patient remained with sustained hypotension resistant to filling and cardiopulmonary resuscitation (CPR). An emergency sternotomy was performed in an attempt to salvage the cardiac output. During the surgical procedure, it was found that the left sub-costal drain had passed into the right ventricular apex, the pericardial drain was removed and the right ventricular apical injury repaired. The patient was connected to a cardiopulmonary bypass with continuous internal cardiac massage. Subsequently, antegrade cold blood cardioplegia was attempted, this was unsuccessful due to the cardioplegia passed through the posterior ruptured aorta. The defect was too extensive for repair and the heart was unable to be arrested. Per cardiologist, the procedure was complicated by a tear or rupture on the posterior aspect of the area in the aorta above the valve at the level of the stj around the area of the left coronary complicated in turn by a circulatory collapse. Per report, the patient¿s annular diameter measured 27.5mm by echo, there was calcium very close to the left coronary artery.